Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012191910 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03364 psig, the flushing test with six psig showed the pressure decay in the device was 0.00292 psig, and the aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00498 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the reported issue of "air ingress" was not reproduced during testing, and the sheath passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 2af284 (16150); product type: 0624-arctic front catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, air bubbles were observed upon advancement of the balloon catheter into the sheath sideport. The balloon catheter was removed and re-prepped, and the sheath was aspirated and flushed without resolution. The entire system was re-prepped again which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.